Event description:
Constavac blood conservation system would not allow blood/fluid from total knee to reinfuse into pt. New system re-set up and again failed to return blood to pt. Two different providers did set up on pt with same problem. Have done 289 of these since jan, first time this has occurred. Provider very familiar with system. Pt needed blood transfusion as a result as 1600 cc's total for fluid was wasted.